Event description:
On (B)(6) 2025, during a port placement procedure, the port allegedly could not be placed due to repeated loose withdrawal of the sheath core. It was further reported that stem of the vascular sheath allegedly found ruptured and could not be seated securely. It was also reported that the device cannot be inserted into the blood vessel. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view of unsealed packaging tray with different components. Healthcare physician holding the sheath. The break was noted on the sheath handle. Blood residues were noted on the sheath handle. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is inconclusive for the reported advancement and loosed connections issues as the exact circumstances at the time of the reported event cannot be verified from the provided evidence. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a port placement procedure, the port allegedly could not be placed due to repeated loose withdrawal of the sheath core. It was further reported that stem of the vascular sheath allegedly found ruptured and could not be seated securely. It was also reported that the device cannot be inserted into the blood vessel. The procedure was completed by replaced with another device. There was no reported patient injury.